Manufacturer narrative:
Weight, ethnicity, race -unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+3.5/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, elevated iop, and sectoral iris atropy. The cause of the event is reported as device. Reportedly the problem is not resolved though the lens has been explanted.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications . Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2 vticm5 13.2 implantable collamer lens of -11.50/3.50/95 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. Excessive vault and elevated iop was observed. The lens was explanted on (B)(6) 2021. A replacement lens was later implanted of shorter length lens. "The specialist reports that the agreement is fine, with a little blurred vision in the immediate post-operative control, it has open angles of 2 per gonioscopy, vault of 700 microns, stable iop of 10/10 mmhg. The patient finds himself better with the exchange, surgery without complications." H6- health effcet clinical code; 4581-open angles of 2 per gonioscopy. Claim# (B)(4)